Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported that upon review of the available information there is no allegation of a device defect. The surgeon opted to exchange the 12mm ps insert for a thinner 9mm insert to correct the rom/stiffness issue. The event experienced by the patient is likely related to implant selection during the initial implant surgery. No information provided in the following section(s): a2, a4, a5, b6, d11, g8, h7. The following section(s) have additional info; b5, g7, h1, h2, h3, and h7.

Event description:
Approximately 1 yr postop the initial implant, a ¿poly swap revision was performed¿. Reason for poly swap on (B)(6) 2019 was due to stiffness/lack of motion. This is why the surgeon went with a less thick poly than was implanted on initial procedure.

Manufacturer narrative:
Pending evaluation.

Event description:
A revision on (B)(6) 2019 a ¿poly swap was performed¿. The reason for the revision was not reported. Initial surgery date (B)(6) 2018.